Manufacturer narrative:
The date of incident, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges scooter started to burn while it was charging in the night.

Manufacturer narrative:
Pride was not provided the opportunity to evaluate. No serial number was provided due to government inspection. This case has been closed.

Event description:
Alleges scooter started to burn while it was charging in the night.